Manufacturer narrative:
All information provided by manufacturer and medwatch form received.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.